Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm the cannula broke off. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: 5 np needle broken.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-mar-2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm the cannula broke off. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: 5 np needle broken.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.